Manufacturer narrative:
Continuation of d10: product ID a820. Product type software product ID hh90t01 lot# serial# (B)(6). Product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-maligant pain use. It was reported that the handset got stuck at 90 percent ever since he received the handset, shortly after the implant. The tech service cleared the pds application. Additional information from a company representative indicated that they asked for the exact date of the lagging issue, but the patient could not recall and only remembered that it occurred in the same year the pump was implanted. The issue was resolved, and the patient was provided with instructions on how to address it if it occurs again.